Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that before intraocular lens implantation, an ophthalmic suture needle was found to be blunt. The surgery was completed on the same day after replacing it with a new suture. No patient harm was reported.